Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received the customer complaint where it was indicated that during transfer of the resident to bed one of the sling clips came loose from the spreader bar of the maxi move lift and the resident slid out of the sling falling on the floor. As a consequence of the event the resident sustained a laceration and hematoma to the occipital region of head. Then subdural hematoma was diagnosed.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the incident occurred during the resident's transfer from a seated position to a bed. It was indicated that a shoulder clip sling detached from the spreader bar of the maxi move lift and resident fell on the floor. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. No malfunctions regarding lift as well as sling were found that could have caused or contributed to the event. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. Based on product knowledge and previously made simulations this then leaves open a two possible sequences of event: based on received information it is clear that the person was lifted from seated position. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. When a transfer occurs from the seated position to the bed, this means at some point there must be a repositioning from seated to horizontal position, to place the person in the bed correctly. Also this means that the resident must be turned in the correct direction. When (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself), from previous simulations, we have been able to establish that the only likely way to detach a clip from that situation, is that the caregiver used the strap on top of the clip which is there to detach the clip after the transfer has ended to move and turn the spreader bar into position so that the person in the sling was aligned with the bed. In doing so, when pulling the strap hard enough it can be jolted loose from the spreader bar, the resident weight will come on it and it will be very hard to hold. This scenario seems to be related to the event also, based on the event description. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The maxi move lift instruction for use contains the crucial information: "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient". "Always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." From this evaluation it was be established that the sling and the lift were being used for patient handling but it appears it contributed to the event due to a use error related to the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.